Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the fill estimate decreased from 100 units to 80 units. As the event had occurred in the past, the customer was unable to provide any details regarding the event. There was no impact to the customer's blood glucose level.